Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that 4 years and 10 months after dental implant was installed in intraoral region 20#, its loss of osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.